Event description:
The customer reported that there is no sound on the monitor. The device was reported to be in use on a patient, but no adverse event to the patient or user was reported. The customer requested an on-site visit from a philips field service engineer then subsequently cancelled the on-site visit. Upon follow up with the hospital biomed, they stated the issue was resolved. The hospital biomed reported they tested the speakers and sound, and confirmed all sound settings were the same and all monitors had sound.

Manufacturer narrative:
H3 other text : see b5.